Event description:
Additional information was received from the physician that the infection was at the lead site for the patient. It was stated to have been caused by staphylococcus epidermidis. A review of device history records showed that both the lead and generator were sterilized prior to distribution.

Event description:
It was reported that the patient's lead and generator were explanted due to infection. The explanted products have not been received by the manufacturer to date. No additional relevant information has been received to date.